Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath was selected for use, no issues noted during prep. Initial sheath was inserted over the wire into the left atrium. A farawave catheter was inserted and aspirated with no issues. Palmary vein isolation (pvi) completed, and the farawave removed. An octaray catheter was inserted with no issues. Post map showed areas needed for additional ablation. Octaray removed. The farawave reinserted and during aspiration copious bubbles noted. The farawave was removed and sheath aspirated. The farawave was reinserted and again bubbles still noted on aspiration. Physician requested new sheath, and sheath was removed and replaced with new faradrive. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.